Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "caps con", baker grade unknown.

Event description:
Healthcare professional reported via company representative "cap con", baker grade unknown against unknown side device. The status of the device is unknown.